Event description:
I gave birth to my son on (B)(6); 2 months later, I got breast implants - mentor smooth saline and immediately started to have dry skin and hair and was very emotional. I truly thought they were all changes due to the pregnancy. I did get better over time but started to develop anxiety, my hair started thinning, my eyes turned red, and I began having pain under the left implant and eventually all the way around it. I dealt with the issue and just assumed it was a result of age or getting older (except the pain). I finally had enough with the pain and explanted with capsulectomy on (B)(6) 2018. Since then my oily hair and moisturized skin has returned, my anxiety has gone away, the pain has gone away. I also had pain in my lymphnodes has gone away. The white part of my eyes is no longer red and the color is deeper in my eyes. I never would have thought or suspected my implants were causing any issues. I was not a believer of what people call bii. I was a huge skeptic. I do now know my implants were causing some issues. While relatively minor, they were there. I got them because I was told they were safe and that issues were rare.